Manufacturer narrative:
H10: additional manufacturer narrative: intraop tee evaluation: approximately 11 months after mitral valve replacement with a model 3300tfx23mm perimount magna mitral ease, transthoracic echocardiography reveals dramatic motion of the bioprosthesis within the heart, prolapsing approximately 1 cm into the la during ventricular systole, and returning to the presumed location of the mitral annulus during ventricular diastole. No mitral regurgitation is evident on the submitted images. Without the provided history, this appearance would be concerning for prosthetic valve dehiscence; and, if a new finding late after surgery, would be worrisome for prosthetic valve endocarditis with paravalvular involvement. However, the echocardiographic findings are compatible with the provided history of a bioprosthesis sutured onto the mitral leaflets rather than into the mitral annulus. The stated presence of paravalvular leak is not demonstrated on the submitted images.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. In this case, the patient required intervention due to perivalvular leak after an implant duration of 11 months. There was no reported malfunction of the device. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The subject device is not available for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Of note, this pericardial aortic valve was initially used off label as it was implanted in the mitral position. Per the instructions for use (IFU), ¿the carpentier edwards perimount magna ease pericardial bioprosthesis model 3300tfx is indicated for patients who require replacement of their native or prosthetic aortic valve.¿ edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a 23mm 3300tfx, implanted in the mitral position, was explanted after an implant duration of 11 months due to improper seating leading to paravalvular leak (pvl). As reported, this case involved a rheumatic patient who underwent her initial operation due to mitral valve stenosis. Upon accessing the patient¿s mitral valve, the surgeon observed a very thick and hard concentric layer of calcium deposited on the mitral valve leaflets, leaving only a very small concentric area of native leaflets exposed and visible from the left atrium view. The surgeon's plan was to excise the calcified leaflets and replace the mitral valve with a 25mm 7300tfx mitral valve. However, the patient's mitral valve was unable to accommodate a size 25mm and the device was never implanted in the patient. A decision was made to implant a 23mm 3300tfx aortic valve in the mitral position. Post-op echo results were good and satisfactory and patient was discharged home. 11 months later, the patient returned with pvl and pre-op echo showed that the device was not seated properly on the mitral annulus. On explant, it was observed that the layer of calcium was no longer present and a portion of the valve was actually sutured onto the mitral valve leaflets with all the sutures still intact. The explanted valve was replaced with a 25mm 7300tfx mitral valve. Post-op echo results were good and patient was noted to be doing well with good post-op echo results. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.